Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Product evaluation details: the product evaluation has been completed. The device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found within specifications; the catheter was irrigating correctly, no irrigation issues were observed. Deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the handle area and the puller wire was found detached from the brass ferrule causing the deflection issue. The magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the internal failure of the sensor cannot be determined, however, an internal correction action has been opened to investigate this issue. Manufacturer's ref: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/18/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30055026l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi product: carto 3 system (us catalog # fg540000, serial # (B)(4)). Generator (serial #(unknown)). Pump (serial #(unknown)). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Prior to the procedure, a moderate pericardial effusion was noticed. After the case, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardium. It was also reported that the patient may have required surgical repair. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. There were no bwi product malfunctions reported during the procedure. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.